Manufacturer narrative:
Updated blocks: h3 and h6. The field service representative (fsr) verified that the central control monitor (ccm) was not booting up properly. It would start the process of booting up and then it would power cycle back into the start of the boot up sequence. He replaced the ccm. The unit operated to the manufacturer's specifications. The suspect unit was returned to the manufacturer for further evaluation.

Manufacturer narrative:
Per the field service representative (fsr), shortly after displaying the message, the system would restart the boot up sequence and keep looping over and over. Evaluation is in progress but not yet concluded.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) displayed a "system network: 1 fail" message and the system would not boot up. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) was unable to duplicate the reported complaint. He did note that there was no loctite applied to the (v-1) potentiometer which is used to hold the five volts (v) adjustment screw in place. Lack of loctite could cause (v-1) to drift below 4.7v and cause the system network 1 fail.

Manufacturer narrative:
Updated block: h6 the reported compliant was confirmed. Per data log analysis, on (B)(6)2019, there are many pci/pcmcia supply errors. The 12 volt (v) supply is reported at 11351 millivolts (mv) which is low. This indicates a hardware issue with the central control monitor (ccm), possible the direct current (dc) to dc power supply. The "system network: 1 fail" indicates the local area network interface (lan I/f) has a voltage out of range issue. During routine testing of the device at the service center, the service repair technician (srt) could not duplicate the complaint. The voltage of the potentiometer was adjusted to the manufacturer's specification and the proper loctite was applied. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.